Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced palpable mesh erosion and exposure, dehiscence of vaginal wall, urge and stress incontinence, frequency, bleeding, epithelialization, wound separation, pain, infection, bowel problems, dyspareunia, vaginal scarring and neuromuscular problems. A removal of the mesh was performed.